Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/11/2014 with the following findings: visual inspection revealed that the battery compartment was cracked. There was evidence of moisture corrosion in the battery compartment. A leak test was performed and a leak was found at the battery compartment crack. There was no evidence of moisture found on any other components of the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged that the battery compartment was cracked/damaged. It was noted that there was moisture/corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.